Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed to power on and reset to the default values. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to power on and reset to the default values. There was no patient involvement.